Event description:
It was reported that a 800cc mentor mentor smooth round moderate plus profile was discovered to have a leak when the surgeon attempted to inject saline into the implant during a breast surgery prior to being implanted into the patient. The surgery commenced without any reported harms to the patient and a new implant was used to complete the implantation. However, due to the leaky/deflated implant, the surgery was delayed by approximately 15 minutes.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: n/a manufacturer¿s reference number: (B)(4).